Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior repair with sacrospinous ligament suspension procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke outside the patient when loading the second side of the suture in the device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event.